Event description:
The customer reports that the kv was out of specs between eight and nine percent.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The system was repaired, found to be operating as intended, and released to the customer for use.